Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a saphenous vein graft. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 17 atmospheres, the balloon ruptured. The procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.